Event description:
Boston scientific received information that this right ventricular (rv) lead was reprogrammed to the unipolar configuration as sensing and threshold issues were noted in the bipolar configuration. The daily measurements logbook also noted that the pacing impedances were trending upward. The patient was not pacemaker dependent. The health care professional (hcp) discussed the issue with boston scientific technical services (ts); the hcp was going to follow with the physician regarding a potential lead fracture. Approximately three years later additional information has been received that this lead remains implanted. At a recent normal follow-up visit it was noted that there were some ventricular tachycardia detections stored within the device. Upon closer review, it was determined that the events were likely stored due to loss of capture resulting in the patient's own intrinsic r-wave then coming through. A unipolar pacing configuration was confirmed by the hcp and it was reported that lead impedances have been >2000 ohms for the last year, and that the pacing threshold was now 3.2 v. There is no noise on the lead and no noise was able to be produced in the clinic with pocket manipulation. Boston scientific technical services (ts) discussed that the lead was potentially fractured. Further information was obtained from the local field representative that no adverse patient effects have been reported, and the patient continues to be followed normally with transtelephonic monitoring and office visits. There were no notes by the physician as to what they believe may be causing the issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information has been received that the patient recently had a generator change-out due to elective replacement indicator (eri). At that time, this lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.